Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found hardware failures at computer boot-up. The error was cleared after rebooting and the issue was resolved. Product event summary #: fusion sr manager failure. Other relevant device(s) are: product ID: 9 733560xom, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site was receiving a "sr manager failure" at the start screen. They are unable to get to blue menu screen. No patient present. Cc-110790. Additional information received that the site did 5 reboots and the system was functioning as intended.